Event description:
A report was received that the patient was experiencing a burning sensation when using the stimulation. The physician prescribed lidoderm patches for topical treatment of burning and the symptoms has improved.